Event description:
A customer's mother reported that in 2008 at 8:00 am, her son tested himself on his freestyle mini meter and obtained a reading of 2.0 mmol/l, which coincided with how he felt. The customer then took another test and obtained a reading of 27.0 mmol/l. Based on the high reading the customer then took another test and obtained a reading of 4.0 mmol/l all results were taken within a 10-minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. In addition, as a result of the readings issue, the customer experienced a hypoglycemic event, was sweaty, lost consciousness and suffered a seizure. The customer was given glucose tablets to help stabilize his blood sugar. No further info is available at this time. There was no report of death, third-party medical intervention or permanent impairment associated with this case.

Manufacturer narrative:
The product was returned, investigated and the complaint was not confirmed. All results were within range specification, and no new errors were observed during control solution testing.